Manufacturer narrative:
The reported events of high lead impedance and inadequate capture were not confirmed. As received, a complete lead was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. No anomalies were detected.

Event description:
It was reported that during an implant procedure that the right ventricular (rv) lead exhibited high pacing impedance and high threshold. The rv lead was not used and another rv lead implanted. The patient was stable throughout.